Event description:
It was reported that the patient presented for leadless pacemaker implant procedure. During the procedure, it was noted that the pacing impedance was high and out of range and sensing thresholds decreased. Capture failure was also noted. It was determined that a clot had formed at the tip of the leadless pacemaker. The procedure was continued and completed using the same leadless pacemaker with an alternate catheter. There were no patient consequences.